Event description:
The customer called and reported the insulin pump did not deliver boluses three or four times, causing high blood glucose. Customer did not recall dates or blood glucose readings during these occurrences. He further stated the insulin pump did not alarm with no delivery. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.